Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached early battery depletion. The depletion appeared to be due to physiologically necessary high left ventricular (lv) lead thresholds requiring permanent high programmed outputs on the lv lead, and continuous electrogram storage programmed to "on" for the life of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: 2011-(B)(6); 419378 lead, implanted: 2005-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory was performed and no anomalies were found. (B)(4)